Manufacturer narrative:
The reported complaint was confirmed. Per data log analysis, since no log entries existed since the hard drive failed in a way that prevented the central control monitor (ccm) from booting up. Logging starts after a successful boot. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the hard drive to function as intended throughout the evaluation.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
Upon receipt of the device, the user reported that a hard drive failed to boot on power up. There was no patient involvement.